Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Drill bit used for clavicle plating on (B)(6) 2011. Drill not noted to be broken on day of surgery. Postop x-rays revealed tip below clavicle. Surgeon does not plan to remove the broken tip.